Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a temperature alarm while charging. Additionally, the customer received a power source alert after plugging the pump to charge. The pump was not exposed to abnormal temperature conditions. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.